Event description:
There have been three separate hamilton g5 ventilators that have shut down during patient transport without the proper battery warnings and sufficient time to react. No low battery warning was displayed. Ventilators shut off immediately after displaying an internal battery empty message. Battery capacity indicated a sufficient battery charge for patient transport prior to switching to battery power. Patients had to be manually bagged to finish transport and then placed on new ventilators.